Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had a "pressure issue" where the "sides broke off and the product exploded on the patient." Patient contact occurred. No injuries were reported.

Manufacturer narrative:
Device analysis:empty syringe of 1.0 ml received with the needle still attached to syringe in an opened tray. No defect observed to syringe.

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had a "pressure issue" where the "sides broke off and the product exploded on the patient." Patient contact occurred. No injuries were reported.